Event description:
The device was used during an unspecified procedure. Reportedly, the tensile strength was to up standard. The surgeon applied another product. The hosp reported that no pt injury had occurred.